Event description:
It was reported that the device was prophylactically explanted and replaced as it is subject to the 2022 zenex, assurity, endurity laser adhesion preparation field safety correction action which applies to a subset of devices distributed and implanted outside of the united states. No malfunction was reported, and the patient is in stable condition with no adverse consequences.

Manufacturer narrative:
The device was returned due to advisory with no allegation of a malfunction. Visual inspection of the device and header attachment area did not find any anomalies. Interrogation of the device indicated battery voltage and current within normal range when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri).